Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
The plate broke in situ 3 months after the surgery. Clinic noticed pseudoarthrosis. Patient was revised.